Event description:
The customer reported a clenz leak at the left hand side of the coulter lh 750 hematology analyzer. The customer indicated that the leak is not contained within the instrument and fluid leaked onto the counter. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eye protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that waste chamber vc26 was clogged with protein buildup at the ports, causing fluid to overflow. Waste chamber vc26 collects waste from the flow cell. The fse cleaned the ports of waste chamber 26 and the instrument ran without any errors. The fse verified the repair as per established procedures and results met published specifications. Results: failure mode of the leak is attributed to a clogged waste chamber vc26 with protein buildup at the ports. (B)(4).